Event description:
On 12/14/1999 it was brought to distributors attention that an adverse reaction had occurred on 11/17/1999. The event involved a female clinician who wore latex gloves experienced swelling of hands, along with cracked skin and blisters. The adverse reaction was localized to the hands.